Event description:
The customer stated that the architect analyzer generated an initial grayzone havab m result with repeat testing being nonreactive on one patient. The sample was sent out and the result generated was reactive. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an initial architect havab-m grayzone result was generated for one sample. Repeat testing yielded a non-reactive result (reactive >/= 1.21 s/co). The sample was re-tested by an alternate chemilumenescent methodology, and a reactive result was reported. Abbott field service found multiple sample aspiration errors and sample handler probe crash errors during a system log review of architect serial number (B)(4). Replacement of the sample probe was recommended; however, the customer declined to replace the probe stating the discrepant result issue was caused by fibrin in the specimen. The assay is processed from serum samples which are not inspected for sample integrity by the customer prior to testing. Service explained the presence of fibrin may cause erroneous results. A review of product labeling found the architect systems operations manual addresses operational precautions and limitations, including sample integrity. A review of complaints found no similar issues as described in this complaint. Based on the results of this investigation, there is no indication of a deficiency or malfunction of the architect i2000sr sn (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.